Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on the left ventricular (lv) lead due to high impedances measuring 2045 ohms. The pacing impedance range for this lv lead is 200 ohms to 3000 ohms. Boston scientific technical services (ts) discussed reprogramming the lead back to the original vector, and increasing the upper limit out of range alert to 3000 ohms. This crt-p and lv lead remain in service. No adverse patient effects were reported.